Event description:
It was reported that during an unknown procedure, when pulling the device for a procedure, when they pulled the device out of the individual box, there was no tyvek on the blister covering the device. Another device was pulled for the case with no patient consequence.

Manufacturer narrative:
(B)(4). Unknown cause. The device and blister were returned for analysis inside an individual carton. The tyvek lid was not present on or with the rest of the package. Though the tyvek was missing, there was evidence of seal transfer from the tyvek around entire circumference of the blister indicating that the package had been sealed with tyvek. The tyvek was then removed at some point. The package had been completely and correctly sealed at the packaging facility. It is unknown how or when the package was opened and then returned to the carton. Batch history records were reviewed with no protocols, defects, non-conformances or quarantine noted. The product met all in- process and finished goods specifications upon release of the product.